Event description:
It was reported to MFR that during a procedure to retreat an aneurysm treated 2 yrs ago, the physician noticed that the balloon was deflating by itself. Apparently the leakage was approx 1 cm from the proximal end of the balloon. This event did not cause any deficit to the pt, who was reported in good condition after the procedure.